Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a loss of capture and unstable thresholds on the right atrial (ra) lead and the right ventricular (rv) lead. It was noted that both the ra and rv leads had dislodged. The ra and rv leads were re-positioned and remain in use. No patient complications have been reported as a result of this event.